Manufacturer narrative:
Patient weight unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable.

Event description:
A lead extraction commenced to remove two leads: a left ventricular (lv) and a right ventricular (rv) lead. While removing the lv lead with use of a glidelight device model 500-302, the patient's blood pressure dropped. Rescue efforts commenced immediately, performing CPR, pericardiocentesis, and sternotomy. A superior vena cava (svc) tear was discovered. However, the svc injury could not be successfully repaired. The patient did not survive.